Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, brown particles, and stress marks. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a sharp edge opening and non-penetrating nicks assessed as surgical impact opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp edge opening with non-penetrating nicks due to surgical impact.

Event description:
The doctor reported seroma, rupture and double capsule in the left breast confirmed by CT scan. This device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported seroma, rupture and double capsule in the left breast confirmed by CT scan. This device has been removed.